Event description:
During the surgery, the red isolator burned; therefore, the doctor could not longer finish the surgery with that needle, he used another one.

Manufacturer narrative:
Device investigation in process.